Event description:
It was reported that during the pretest, about 5ml of fixed water was added into the foley catheter balloon, after checking the balloon the fixed water did not came out.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is unconfirmed. No root cause could be found because the reported event was unconfirmed. Visual evaluation noted received 1 all silicone foley catheter with syringe. Using returned syringe inflated catheter with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water). Inflated properly with no cuffing or leakage present and deflated under 5 minutes. Also received 4 photo samples. First photo samples show top view of catheter and syringe used. Second photo sample zooms in on end of the catheter. Third photo sample shows inflation cap. Fourth photo sample shows outer tray packaging. DHR review is not required as the reported event is unconfirmed. Labelling review is not required as the reported event is unconfirmed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pretest, about 5ml of fixed water was added into the foley catheter balloon, after checking the balloon the fixed water did not came out.